Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to concerns of infection as the device eroded. A new lead is expected to be implanted. No additional adverse patient effects were reported. This lv lead is no longer in service.